Event description:
Event description guidant received information from the following physician that this pacemaker, which is on an advisory, it not working. The family does not want anything else done.,